Event description:
The customer's mother reported that her son is experiencing a "skin reaction" to the pod adhesive. The pod site was described as "red, bumpy, itchy and with a burning sensation." Numerous skin barrier products have been tried (i.e., bard, hollister, cavilon, ivprep, IV 3000 and tegaderm) "with no help." She had contacted her health care provider, who had directed her to insulet customer support. No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and contacted her healthcare provided for treatment instructions. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.